Event description:
According to the complainant, approximately three minutes into the procedure, the hydrothermablator procedure set system reported a thermal probe "2" error. The temperature on the front of the machine was ninety-five degrees when they got the error. The temperature on the side of the machine was not recorded. The system went into cool down and the patient incurred a small cervical burn on the left side of the cervix (approximately 1.5 cm). No cream was applied. The physician successfully completed the procedure with another hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "okay".

Manufacturer narrative:
A visual examination of the returned device revealed no visible defects noted, the sheath was not received. Post-disinfecting initial condition review: no change noted. The procedure set was tested in the bsc lab and the kit did not pass the functional test. There was a temperature offset of approximately five degrees which caused the console to abort the procedure. The thermal probe error was not confirmed but the temperature offset event and aborted procedure was identified. Conclusion:the complaint alleges a thermal probe error and a small cervical burn. The two events are unrelated. The thermal probe error is an indication of a connection issue with the thermal connections of the console. The thermal probe event was unconfirmed in the bsc lab; however, a temperature offset on the front and side panels was confirmed which then causes the console to immediately abort and cool down, further evidence that the thermal probe error reported is not likely to have contributed to the cervical burn. The most probable cause of the cervical burn is a loss of cervical seal. Please refer to pages five-seven of the hta users manual which reference the warning and precautions associated with hta as well as pages 38 and 40 which reference the importance of maintaining and observing the cervical seal for the duration of the procedure in order to reduce the potential for thermal injuries. The temperature offset event was confirmed as having been most likely caused by an offset in the thermistors within the heater canister. This issue is currently being addressed with the procedure set manufacturer.